Event description:
A physician reported that during surgery, they noticed a central fracture. There was no patient harm. The procedure completed the same day, after it was delayed for 10 minutes. Symptoms has been resolved. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3.,h.6. And h.10. The product was not returned. A photo was provided of the lens laying next to lens case on top of the complaint form paperwork. The lens is heavily covered in what appears to be blood and viscoelastic. Due to the blurry nature of the photo, and the lens being covered in viscoelastic, the reported fracture cannot be observed. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint based on our observation of the attached photo. The product has not been received to evaluate. The lens is heavily covered in what appears to be blood and viscoelastic. Due to the blurry nature of the photo, and the lens being covered in viscoelastic, the reported fracture cannot be observed. It is difficult to make a final determination without evaluation of the physical sample. Associated products were not provided. It is unknown if qualified products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).